Event description:
It was reported that a tandem mobi cartridge alarm occurred. Blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the cartridge alarm and arranged to replace the pump, as the issue did not stem from external factors or previous reports with this specific pump.